Event description:
It was reported that multiple pump volume discrepancies had occurred during pump refills. On (B)(6) 2015 the expected residual volume (erv) was 11.1ml while the actual residual volume (arv) was 18ml. On (B)(6) 2015 the erv was 9.7ml while the arv was 20ml. A pump rotor study and catheter dye study were performed. The rotor study showed movement and that the pump rotor was working. The catheter dye study was performed under fluoro. The healthcare provider (hcp) was unable to aspirate the side port. The catheter was observed to have been out of the intrathecal space. The hcp could not explain why the pump reservoir volume would not decrease. The hcp was highly suspicious that the pump was not functioning. The patient was not receiving effective therapy; however, the patient had no pain (0/10) so the pump was programmed to minimum rate. The patient did not want to undergo a revision surgery. Patient outcome was reported as recovered without permanent impairment. The device system delivered morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, implanted: (B)(6) 2007, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).